Event description:
It was reported that the lead component of the patient¿s implantable neurostimulator (ins) was damaged during the explant procedure. The healthcare professional (hcp) requested information regarding if an MRI could be performed on the patient with lead fragments. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 3889, serial# unknown, explanted: (B)(6) 2014, product type: lead. (B)(4).